Event description:
It was reported the patient's blood glucose (bg) levels reached 27 mg/dl while wearing the pod between 4 and 24 hours on their leg. The patient was experiencing low bg's and felt faint. The patient went downstairs but fell unconscious. The patient's husband called 911 and paramedics treated her at home with IV (intravenous) glucose drip. During the call it was identified that she was still injecting her tresiba while wearing the pod. She thought she was supposed to nothing she thought the pod was only for her bolusing since it only held the rapid acting insulin. The patient has since been educated on how the pod works as both the basal and bolus insulin delivery system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.